Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 1500 mg/dl. The customer called out of work due to symptoms of nausea. The customer was treated for their blood glucose with a bolus form the insulin pump. The customer stated that their health care provider changed their basal rates on their insulin pump on (B)(6) 2016. The customer was advised to change their sets. The customer did not return the product back for analysis. The customer stated that they will call back if the high blood glucose levels persisted.